Event description:
The needle broke off and remained in the injection site, buttocks. When the mother gave injection to the pt, the pt moved their body. X-ray was taken to see if the needle fragment remained in the body. The needle fragment was successfully retrieved with surgical intervention under general anesthesia. It took approx 80 minutes. The width of the incision made during the operation was 5 cm. The pt was hospitalized one night.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.